Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a defib failure on auto test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device's interconnect flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.